Event description:
It was reported that the patient experienced a vessel perforation requiring intervention. On (B)(6) 2024, the patient was implanted with an innova stent in the left superficial femoral artery (sfa). On or around (B)(6) 2024, the patient experienced a severe fall, injuring their left thigh. As a result of the fall, the patient experienced a vascular perforation at the site of the innova stent. On (B)(6) 2024, the innova stent and a portion of the sfa were surgically explanted from the patient. There was no damage to the innova stent. A vascular prosthesis was implanted in place of the explanted sfa. According to the physician, the perforation was due to the fall and the patient condition.